Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 03-oct-2023, the following additional information was obtained by the customer: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. The issue related to movements other than the normal range. The movement scale did not correspond. The movement was lesser than intended. Movement was in the same direction but did not follow the expected command. There was no shakiness/friction experienced. There was no instrument-to-instrument or arm-to-arm interference. There were no external collisions. The issue was intermittent. The issue occurred while changing the coupling arms. The instrument did not function properly during the procedure. The instrument was replaced. The device was inspected prior to use and no apparent damage was noted. The instrument is available for return. No images/videos are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed. The instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument grips are not reacting properly on closing and opening motion. The instrument exhibited imprecise motion. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The broken input disk was not returned with the instrument. As a result, the instrument had an imprecise motion at the grip axis during in-house testing. The instrument was found to have an input disk shaft cracked. Hairline cracks were found on grip input shaft #6. The instrument passed electrical continuity test. No damage insulation on conductor wire. No thermal damage was observed. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.062¿ - 0.169 in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument showed irregular movements and when it was removed from the robot. The instrument presented a broken pulley. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the maryland bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.